Event description:
According to the available information the patient experienced rupture of membranes.

Event description:
According to the available information the patient experienced rupture of membranes.

Manufacturer narrative:
We have been informed about an issue with our product during a clinical study. However, according to our IFU sh2115, this kind of catheter (latex and silicone) are manufactured for the following indications only: foley catheters: urethral urinary catheterization. Only straight 2-way foley catheters with a maximum balloon volume of 15 ml may be used for the suprapubic approach (except for ribbed catheters). These products were not designed for provocated an induction of labor, so we consider these cases as misuse.